Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump¿s black box revealed multiple 054 and 088 alarms. The pump powered on properly with no alarms occurring. The pump was exercised for 24 hours with no call service alarms received. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.